Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. One needle did not enter the barrel and therefore did not present. The needle froze and backdown was not successful. The cardiologist opened the barrel to access the needles and removed the device. A second device was used successfully for good closure. The pt did fine after the procedure. Eval of the returned device indicated that the needle that did not present had not followed its intended track into the barrel of the device. It also showed that the holder shaft had been bent during the procedure, preventing successful back-down of the needles. Had the holder shaft not been bent during use of the device, the needles may have been safely returned to their original position via backdown of the needles, precluding the need to open the barrel of the device.